Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited functional undersensing of premature ventricular contractions (pvc) due to the blanking period. Technical services (ts) was consulted and upon review normal device function was noted. No adverse patient effects were reported. This device remains in service.